Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed the catheter was stretched at multiple locations; the defect was confirmed; however, no root cause was identified related to the manufacturing process. All information reasonably known as of 15 dec 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Fill volume: unknown ml. Flow rate: unknown . Procedure: rib fracture with rib plating. Cathplace: left lateral chest, subq. Infusion start time: (B)(6) 2022. Infusion stop time: unknown. It was reported that upon removal of the on q catheter, it fractured and about 10 inches remained in the patient. There was no reported injury. Additional information received 26oct2022 reported, the onq catheter was connected to an on-demand infusion pump on (B)(6) 2022 and was secured by steri-strip and inserted through a steel needle. The black markings were not present after the catheter was removed; additionally, there was no reported discomfort to the patient during removal. The broken segment had not been removed at the time of the report.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.